Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 02-010-01-0240 - lgc femoral ps cem left sz 4, (B)(6), 02-012-43-4040 - lgc tibia rbktray cem sz 4f/ 4t.

Event description:
As reported, approximately 6 years and 4 months post the initial left total knee arthroplasty, the surgeon performed a synovectomy surrounding the affected knee. Mild osteolysis was present. The patella exhibited mild wear along the lateral tracking path. The tibial insert had mild wear medially and posterior to the post. The femoral and tibial components were well fixed. The tibial and femoral components were retained, while the patella and tibial insert components were replaced. The patient was revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11 the following sections were corrected: b5, h6 operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from malalignment between implants, high contact stresses during knee flexion, patient-related conditions, inclusion of the polyethylene insert in the packaging recall, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 6 years and 4 months post the initial left total knee arthroplasty, the surgeon performed a synovectomy surrounding the affected knee. Mild osteolysis was present. The patella exhibited mild wear along the lateral tracking path. The tibial insert had minimal wear. The femoral and tibial components were well fixed. The tibial and femoral components were retained, while the patella and tibial insert components were replaced. The patient was revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.